Manufacturer narrative:
Additional information was received that at 80% deployment, the implant position of the valve was approximately 3mm on the non-coronary cusp (ncc) and 4mm on the left coronary cusp (lcc). Upon deployment, the valve dislodged substantially toward the left ventricle which was too deep, at a depth of approximately 11mm on the ncc and 12mm on the lcc. The valve was snared to an aortic position, but during the snare the valve dislodged. Subsequently, a second 34mm valve was implanted at a depth of 5mm. No additional adverse patient effects were reported. Updated data: removed device code c76126 and updated with c62950. Phone number updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately following the implant of this 34 mm transcatheter bioprosthetic valve, for an unknown reason, a second 34 mm valve was implanted in the same position. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that the patient was frail with severe aortic valve stenosis and symptoms of congestive heart failure. A pre-implant balloon aortic valvuloplasty (bav) was performed with a 22mm non-medtronic balloon. Upon implant of the valve, "tearing and pulling back" on the valve resulted in dislodgement and a subsequent significant paravalvular leak (pvl). After the second valve was implanted, a post-implant bav was performed with a 26mm non-medtronic balloon. Following the bav, an echocardiogram and arteriography showed the pvl reduced to mild. A permanent pacemaker was implanted due "left bundle branch block or a conduction abnormality". No additional adverse patient effects were reported.  H6. Patient code and device code were updated. If information is provided in the future, a supplemental report will be issued.